Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 303129 and lot number 230205. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality team. Through examination of the picture, three (3) bd discardit syringes were assembled with bd blunt fill needles. Black particles were observed within the syringe, with the understanding that the origin of the particles was the vial stopper. To further investigate this issue, twenty (20) retained samples were obtained from the manufacturing facility for review. The retained needles were examined under a microscope and no damage was observed to the bevel. The needles were tested using a laboratory vial with a plastic stopper; however, no difficulties were detected. After vial puncture testing, the needles were again examined under microscope and no particles from vial stopper fragmentation were found and the bevels remained in good form.

Event description:
It was reported that the bd blunt fill needle punches out in the liquid. The following was received by the initial reporter. Punch-outs in the liquid being drawn up! I have just found out that it did not only happen with esmeron ampoules, but also with small ultiva ampoules. So it is very likely that the problem lies with the needles. There were several incidents with different medicines.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd blunt fill needle punches out in the liquid. The following was received by the initial reporter. Punch-outs in the liquid being drawn up! I have just found out that it did not only happen with esmeron ampoules, but also with small ultiva ampoules. So it is very likely that the problem lies with the needles. There were several incidents with different medicines.